Manufacturer narrative:
Device issue with inomax dsir (B)(4) was created as (B)(4). The device investigation was completed on (B)(4) 2016. The regional service center (rsc) service log review revealed a delivery failure (df) alarm due to main supply voltage out of tolerance (valid range: 2435 to 4075 counts) (actual: 2434 counts). A faulty low battery alarm follows the df, which is the opposite order of how it should alert the user. This log entry aligns with the time of the reported complaint. Although identified in the service log, the rsc did not experience a delivery failure alarm. The rsc replaced the battery as a precaution. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this report was smart battery: delivery failure alarm for low voltage followed by low battery alarm. This condition will be tracked and trended under the company's quality system. This case did not result in an adverse event/serious adverse event, however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00002).

Event description:
On (B)(6) 2016, a respiratory therapist (rt) from the united states called mallinckrodt customer care to report a device display issue with inomax dsir (B)(4). The device was not in use on a patient at the time of the event. There was no impact or harm to the patient reported. Inomax dsir (B)(4) was removed from service and returned to the company for service evaluation. This is being reportable as it is considered a reportable malfunction.